Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump became frozen on the bolus delivery screen and customer was unable to clear it. During troubleshooting with tandem technical support, the screen was able to be cleared and bolus delivery completed; however the frozen screen recurred. There was no impact to the customer's blood glucose level. Customer indicated that the current pump would continue to be used for diabetes management.